Event description:
The customer reportedly obtained a 110mg/dl and 300mg/dl on the accu-chek compact plus system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The caller did not provide strip info. A request was made for the return of the suspected product, replacement was sent.